Manufacturer narrative:
Instrument logs were evaluated as part of the complaint investigation process. The instrument logs showed that the configuration of the reagent stations, the reagent thresholds and protocol configuration differed from the current manufacturer recommendations. The differences identified were not considered by leica microsystems (B)(6) 2011 to have either caused or contributed to the sub-optimal tissue processing reported. Investigation of the complaint identified that tissue samples were exposed to the residual heat in the retort for 30 minutes after completion of the protocol from which sub-optimal tissue processing was reported. The instrument software prompts the operator to drain the wax from the retort at the completion of a protocol, and when this action is completed the software instructs the operator to remove the tissue from the retort. The practice of exposing tissue samples to the residual heat in the retort for an extended period after completion of the processing protocol is not desirable, and is considered likely to have contributed to the sub-optimal tissue processing reported in this complaint.

Event description:
On (B)(6) 2011, leica microsystems received a complaint from the (B)(6) hospital institute of pathology regarding sub-optimal tissue processing from a protocol run on (B)(6) 2011, using peloris tissue processor serial number (B)(4). The macroscopic description of the tissue was hard, difficult to cut and appeared dry; and the microscopic description of the tissue morphology was poor and hyper-eosinophilic with aggregated erythrocytes. The hospital also stated that sub-optimal tissue processing was also noted on (B)(6) 2010, (B)(6) 2010, (B)(6) 2010 and (B)(6) 2010.